Manufacturer narrative:
Date sent: 11/03/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap ovarian procedure, the device was being used and after they inserted the device into the patient, it stopped activation. The surgeon removed the device through the trocar and he touched the end of the blade with his left thumb. The surgeon has 2nd degree burns on his left thumb. He reported to the rep that he called in a prescription for the burn and it is bandaged at this time. He is distraught that the tip became so hot when not activated. It was not reported how the case was complete. There was no adverse consequence to the patient reported.